Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had "extra plastic" on the end of it. The following information was provided by the initial reporter: "extra plastic on the catheter ends".

Manufacturer narrative:
H6: investigation summary: a complaint of foreign matter was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo a white piece of foreign matter attached to the catheter on a unit outside of the original sealed package was observed. A device history record review was completed by our quality engineer team for provided lot number 0268735. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had "extra plastic" on the end of it. The following information was provided by the initial reporter: "extra plastic on the catheter ends"